Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump excessively alarmed no delivery during a reservoir replacement, infusion set change, fill tubing procedures over the past few months. The blood glucose reading was 170 mg/dl. No significant events leading to the alarm were observed. The customer declined troubleshooting for the issue and requested replacement of the device. Advised that the insulin pump would be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the rewind, displacement, prime, and excessive no delivery alarm tests. No excessive no delivery alarm was noted. The insulin pump was received with a cracked display window, cracked battery tube threads and a cracked reservoir tube lip.